Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: p1501dr ipg implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial lead had low pacing impedance. The lead was capped and not replaced due to the patient's chronic atrial fibrillation. No patient complications have been reported as a result of this event.